Manufacturer narrative:
The customer called in to report that their unit would not stay on. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A quote was sent to the customer but later cancelled due to no response from the customer. No further work provided by philips. A quote was sent to the customer but later cancelled due to no response from the customer. No further work provided by philips. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not stay on. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit would not stay on. Repair is currently pending.